Event description:
It was reported that the patient under went a revision surgery for an inflatable penile prosthesis (ipp) device due to an unknown reason, resulting in replacement with a preconnect. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information available.